Manufacturer narrative:
Risk manager reported that the patient was undergoing an aortic valve replacement and mitral valve repair surgery. During cauterization, the guard from the insulated cautery tip fell off into the wound. According to the facility, the intact guard was located and retrieved from the patient by the surgeon. A new bovie guard tip was used and the procedure continued without further incident. The incident occurred during a procedure; however the patient was not under anesthesia longer than expected and there was no report of any adverse patient consequence or effect on the patient's stability as a result of the incident. There was no serious injury, follow-up medical care or medical intervention required. A sample is available and has been requested to be returned for evaluation. It has been determined that the cautery component was manufactured by covidien. Covidien has been notified of this incident and will conduct an investigation to determine if any corrective action is indicated. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
During a surgical procedure, the cautery tip fell into the surgical site and was retrieved.